Event description:
The reporter stated the surgeon used an aq2015a silicone aspheric three piece lens. The surgeon noticed the haptic had bent as he was advancing the lens in the injector. The lens was not inserted into the pt's eye but it did have pt contact. No pt injury. The reporter stated this incident was due to loading error. Another same model and size lens was used.

Manufacturer narrative:
(B) (4). (B) (4).